Event description:
It was reported via medwatch (B)(4) that shaft break occurred. A 15 mm x 4.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, the device broke apart while it was being introduced in the guide catheter. Both pieces of the cutting balloon was retrieved and a new cutting balloon and guide catheter was used. Patient tolerated procedure well. There were no patient complications.